Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient has not been revised and is currently being monitored. The cause for this specific clinical event cannot be ascertained from the info provided, as the patient has not been revised, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008. Should add'l info become available that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by the patient's counsel that she rec'd a durom hip implant but we have no info at this time to confirm or deny this claim. Initial review of complaint and supplemental documents: product was implanted on an unknown date and patient is being monitored due to unknown reasons.